Event description:
It was reported that during a low anterior resection procedure, the device was fired fine with the pre-loaded cartridge. The next two reloads failed to staple. This is possibly due to the cartridges not being loaded properly in the devices. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.